Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was damaged at the top slot. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump battery cap was observed to be damaged at the top slot. Unrelated to the damage issue, the battery cap contacts heights were found to be above specifications. (B)(6).